Manufacturer narrative:
(B) (4). The ge svc rep troubleshot the system and was unable to calibrate the collimator, due to faulty iris motor. He ordered a replacement and calibrated the tube filament current to correct kv issues. He replaced the collimator to correct all collimator issues. The unit operates as intended. (B) (4)

Event description:
The customer reported that the collimator iris was too large and the iris and blade collimators were not working. Only one blade comes in when collimating. Also the collimators are stuck. The collimator iris potentiometer error message comes up when unit is turned on. The collimators should be adjusted so that blades are slightly visible on monitor, and the fluoro kv error exceeds 5% tolerance.